Manufacturer narrative:
(B)(4). Concomitant medical device: biomet microfixation 90° contra angle driver, catalog #: 24-1189, lot #: 191750. Therapy date: (B)(6) 2018.. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00558.

Event description:
It was reported the temporary fixation pin became irreversibly lodged in the right angle screwdriver. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00558-1.

Event description:
This follow-up report is being submitted to relay additional information. The procedure was completed by opening another set.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The 90 degree contra angle screwdriver (part# 24-1189, lot# 191750) and contra angle temporary fixation screw (part# 76-0017, lot# 267550) were visually evaluated. The driver showed signs of moderate use with some minor discoloration on the handle and the knob. The fixation screw also showed signs of use, as it had damage to the threads. Functional testing was done by attempting to remove the screw from the driver. The screw could not be removed. The driver was disassembled for further inspection. When the cover of the head assembly was removed, it was noted that the screw had rotated inside the driver collet and got caught on the slot on the end of the pin that mates with the driver. It could not be removed without being rotated prior to pulling it out. Wear was observed on the mating surfaces of the screw and the driver collet. Device history records (dhrs) were reviewed and no discrepancies were found. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to excessive force was applied, beyond what is required to purchase the bone, which cause deformation on the pin and collet, causing excess clearance for the pin to rotate and get caught. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: date of this report, lot number, date received by manufacturer, type of report and follow-up number, follow-up type, device evaluated by manufacturer , device manufacturer date, method code , results code, conclusions code and additional narratives/data. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00558-2.

Event description:
This follow-up report is being submitted to relay additional information.